Manufacturer narrative:
Aspen surgical received a report indicating that a bard-parker blade broke while in use during a procedure. The incident occurred at the user facility. No manufacturing lot number was provided for review. End user reported of incident regarding a bard-parker 11 blade that broke during surgery. Blade broke in half during an orthoscopy procedure. X-rays were performed to locate the blade. An extended incision was made to retrieve the blade from the patient. Patient is doing well. No review of the device history record could be completed. A lot number was not provided for review. The most probable root cause could have been machine related during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a "medio" blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by the end user during surgery process could cause blade breakage. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the end user indicating that a bard-parker blade broke during a procedure. Incident occurred at the user facility. This report was filed in our complaint handling system as complaint # (B)(4).